Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon deflation slow occurred. The target lesion was located in superficial femoral artery. A 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, the balloon deflation time was late. The device was completely removed and the procedure was completed. No patient complications were reported and the patient condition was good.